Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: the patient was pre-operatively diagnosed with degenerated disc at l3-4, l4-5 with foraminal stenosis and underwent the following procedures: bilateral posterolateral fusion; l3-4,l4-5, pedicle screw instrumentation at l3,4 and 5 bilaterally, transforaminal interbody fusion at l3-4 on the right and l4-5 on the right using brainlab supervision, bone marrow aspiration, rhbmp-2/acs, and vitoss bioactive. As per operative notes, ¿working on the right side, starting at l3-4, we used the pedicle screw distraction device along with a laminar spreader to open up the foraminal region at l3-4 on the right side. We then made an annulotomy with scalpel and disk forceps technique and cleaned out the disks with curettage and shavers, we then selected the appropriate size concord cage and placed an rhbmp-2/acs sponge inside the cage and tapped the cage into the interspace at l3-4 and recessed it about 4 or 5 mm. We then went to l4-5 level and repeated this procedure. We had a little difficulty in inserting the cage so we had to tap it in with a mallet and it appeared to be in good position and it also was recessed about 5 mm. We then placed flossal over the foraminotomy sites. We then placed rhbmp-2/acs sponges inside the facet joints at l3-4 and 4-5 on the left side and also rhbmp-2/acs sponges along the transverse proces ses of l3, 4, and 5 bilaterally followed by vitoss sponges..¿